Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: device history records review was completed for part: 314.05, lot: 4452600. Manufacturing location: brandywine, release to warehouse date: aug 02, 2002. No non conformance reports were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no relevant non-conformance noted. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product investigation was completed. The cannulated 4.0 mm hexagonal screwdriver was received with the distal tip of the screwdriver broken off. The broken portion of the device was not returned. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was completed and conformed to specifications. Relevant drawings were reviewed. The material was reviewed, and the hardness value was confirmed to meet the specification with no relevant non-conformance noted. The complaint condition is confirmed as the cannulated 4.0 mm hexagonal screwdriver was received with the distal tip of the screwdriver broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device history records review has been requested. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a slipped capital femoral epiphysis (scfe) of right hip procedure. During the planned removal of the unknown cannulated screw, the tip of the screwdriver broke off in the screw head and surgical wound. The surgeon was able to remove the screw and the fragments and complete the planned explant procedure. A 50mm 7.3 cannulated screw was removed and replaced with a longer length screw due to patient growing. Procedure was successfully completed with forty five (45) minutes surgical delay to remove the fragments and the screw with broken tip in it. There was no report adverse event. Concomitant device: cannulated screw (part# unknown, lot# unknown, quantity# 1). This report is for one (1) cannulated hexagonal screwdriver. This is report 1 of 1 for (B)(4).